Event description:
It was reported that the patient presented to the emergency room after receiving multiple shocks due to right ventricular (rv) lead noise which resulted from a rv lead fracture. In addition, the right atrial (ra) lead had failed with high undefined out of range (oor) impedance and a suspected fracture. A magnet was applied in the emergency room to prevent further therapy prior to therapies being disabled. The rv and ra leads were capped and the rv lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.